Event description:
The pump was returned for investigation. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple loss of prime warnings had occurred. During investigation, and ezprime operation was performed and after the prime step the pump kept giving "no prime no delivery" warnings. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. The pump was opened for evaluation and missing ball bearing shims were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).